Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance, and after reset pump no longer showed cgm error and customer successfully started new sensor session.